Event description:
On (B)(6) 2014 the reporter contacted animas alleging issues with the pump. There was no additional information available concerning the complaint. Multiple attempts made by customer technical support to contact the reporter for follow up have not been successful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.